Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device follow up. Upon attempting to run a manual right atrial (ra) threshold test, the patient experienced ventricular asystole. The cause of the asystole was due to a previous subthreshold fixed output setting for the pacemaker. Programming changes were made, and normal device function was confirm 2017865-2021-09740 ed. The patient was stable.